Event description:
Medtronic received information regarding a navigation system. It was reported that a physician who used the machine more often recently had some concerns with accuracy deteriorating. It was stated that many times the left to right (transverse) accuracy would strangely deteriorate mid way through a case. It was noted that in those instances reregistration was required in the middle of case. There was no patient impact.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.